Event description:
The customer reported the device gave incorrect heart rate measurements during a patient coding. The device was in use monitoring a patient at the time of the reported issue. The patient died, however, the nurse manager at the customer site confirmed that the device was not a factor in and did not contribute to the reported patient death. The technical consultant (tc) went onsite to test the unit. He examined the unit and found no issues. The unit passed all performance verification testing (pvt) at the time of testing. Based on the information available and the testing conducted, the cause of the reported problem could not be confirmed. Since we do not have evidence from trend review data to support a statement of no malfunction from the time of the event, we can only confirm that the cause of the reported issue could not be determined.

Event description:
Customer claims vitals did not transfer to emr during coding. Customer expected monitor to alarm during code. Customer states that even though the patient did not die because of equipment failure she would like to know why it failed to prevent in the future. The device was in use monitoring a patient at the time of the reported issue. The patient died, however, the nurse manager at the customer site confirmed that the device was not a factor in and did not contribute to the reported patient death.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting address state:(B)(6).